Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with a report of, "the pump has fell down; the close lever and roller door are broken." No tracking information was provided therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.